Event description:
Pharmacist reported "pt on intermittant mode q4" dosing with 0.5ml/hr kvo. Pump emptied 4-1/2 hrs early." Report did not indicate any patient injury or need for medical intervention. When contacted pharmacist could not provide any additional data.